Event description:
Journal reference: johannes, laura, "an implant that hits a nerve" wall street journal dec 9, 2008. A surgically implanted electrical device that stimulates the sacral nerve can calm an overactive bladder, according to a company that sells it. Physicians say sacral neural stimulation works well for many patients, but a test period with an external device is recommended first. Reportable event: a review in the journal of urology in 2006 found that 33% of patients, 40, needed to be operated on again, most often because of infection and pain.